Event description:
It was reported that a patient had a persona primary total right knee seven months ago. Subsequently, patient complained of pain and dr suspected loose tibial component and underwent a revision surgery last month, which showed the tibial component to be weakly fixed.

Manufacturer narrative:
(B)(4). Associated products : item#: 42500006802; femur cemented posterior stabilized (ps) narrow right size 10; lot#: 64729951. Item#: 42522400810; articular surface fixed bearing (ps) right 10mm;lot#: 64757840. Item#: 00597206635; all poly patella standard size 35 mm diameter 9.0 mm; lot#: 64890719. Reported event was confirmed by review of provided photographs. Visual examination of the provided pictures identified a tibial tray with foreign material on the surfaces. Device history record (DHR) was reviewed and no discrepancies related to the reported event were found. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: (B)(6) 2021 office visit: pain consistent, numbness in the area as well, no instability; (B)(6) 2021 follow up: bone scan indicates loosening of the tibial component; revision (B)(6) 2021 tibial component was weakly fixed. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.